Event description:
The pt's wife reported the display on the pt's insulin infusion device is damaged and they cannot read it. She stated the display is cracked, difficult to read, and with something like "fuzz" on it. The pt's wife was advised to have the pt switch to his backup infusion device. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.